Manufacturer narrative:
(B)(4). The returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked at the handle section. Additionally, the working length was twisted in several sections. Per x-ray evaluation, the images revealed that the working length was kinked in the hypo tube transition. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken, and kinked. These conditions could have been generated due to handling and manipulation of the device during its use leading to kink/bend the working length at the proximal section (hypo tube transition) which could have caused some friction with the cutting wire during the handle actuation leading to kink the wire and then break it. It was also found that the working length was found twisted in several sections of the device which could have been generated during manipulation of the device or due to the interaction with the scope. Removal of the guidewire from the device can also lead to twist the working length. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, it was noticed that the direction of the cutting wire was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire was broken.